Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had the whole system explanted on (B)(6) 2017 due pain at the spinal incision site. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.